Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was evaluated through manufacturing review and radiographic evaluation, however, the reported event of loosening could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision tibial component size f left catalog #: 42542007501. Lot #: 65920574, persona cemented narrow femoral component size 10 left catalog #: 42500006801 lot #: 65150599, persona revision cemented half block medial tibial augment left size ef 10mm catalog #: 42555805310 lot #: 64508915, persona revision cemented half block lateral tibial augment left size ef 5mm catalog #: 42555805105 lot #: 64982113, unknown. Persona articular surface catalog #: ni lot #: ni. G2: foreign - event occurred in australia. H6 - component code - proposed code is mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial and femoral component loosening accompanied by pain approximately sixteen (16) months post-operatively. Attempts have been made, however, no additional information is available.